Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5; during further follow up it was reported that all broken parts were removed successfully. There were no future procedures scheduled. The surgery went well and the patient is well.

Event description:
It was reported that during a knee arthroscopy w/ meniscal repair surgical procedure a piece of the aggressive 4.0mm 5pk device was shedding fine metal sheddings. This was during the initial phase during debridement of meniscus and there were no changes to the shaver¿s rotations per minute (rpm) nor unusual hard tissue removal. There was no delay in the procedure reported. It was unknown if the procedure was completed successfully. There metal shavings fell inside but the surgeon managed to use a shaver to debride the shavings out slowly. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos show arthroscopic images in which rest of metal particles can be observed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the aggressive 4.0mm 5pk would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to blade wear and degradation. As per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.